Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and the suture was used for fascia. Several hours after the procedure, the patient was re-taken to the operating room and underwent a re-laparotomy due to bleeding somewhere between the fascia and the uterus but there was unable to track its origin; no open blood vessels were found. The surgeon opined that a clot was formed and the bleeding has ceased. During the re-laparotomy two liters of blood were observed and drained from the patient's abdomen. It was also reported that the patient is in no danger. No further information is available.

Manufacturer narrative:
Additional information was requested and the following was obtained: can you identify the product code and lot number for vicryl suture used? ¿ it was not vicryl but stratafix. I can¿t tell the suture product code number for sure but it seems like (B)(4) how were the vicryl sutures tied (continuous or interrupted)? ¿ not relevant. It was stratafix, not vicryl. What was done to stop the bleeding? The bleeding stopped by the time the abdomen was re-interd what structure was vicryl suture used on ? ¿ not relevant. It was stratafix they used to tie the uterus. What is physician¿s opinion regarding vicryl suture as contributing factors to the bleeding? ¿ not relevant. It was stratafix. The surgeon said he can¿t say that the bleeding was related to the suture or that the bleeding was from the suture site. What is the patient current status? ¿ the patient is well and was released.